Event description:
ECG absent... Message was generated and fluorosoping and fluoros were not possible. It has been reported to philips that the fluorosoping and fluoros were not possible during the examination. The examination was delayed. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that during the examination, an ECG absent message was generated. To resolve this issue, rse advised the customer to turn off the ECG triggering function on the touch screen module and check the ECG waveform. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that during the examination, fluoroscopy and imaging were not possible. To resolve this issue, rse advised the customer to turn off the fluoroscopy and photography on the touch screen module. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
ECG absent... Message was generated and fluoroscoping and fluoros were not possible. It has been reported to philips that the fluorosoping and fluoros were not possible during the examination. The examination was delayed. No patient harm was reported. Philips has started an investigation of the complaint.